Event description:
Related manufacturer reference number: 2017865-2022-03941. An unspecified complaint was reported on patient's left ventricular (lv) lead and pacemaker. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received notes that the left ventricular lead was dislodged. The lead was explanted and replaced. During procedure, after new lead implanted the pacemaker header screw cannot be tightened. The pacemaker was explanted and replaced. The patient was stable.